Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device could not correctly detect the flow rate occurred due to the failure of the manifold unit. The cause of the defective manifold unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, the flow rate sensor was failing. The unit could not properly detect the flow rate going through the device. Additionally, consistent with the user¿s report, the unit had suffered notable physical damaged. The top cover was bent. The front panel was split, and several of the screws had been completely sheared off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus high flow insufflation unit inadvertently fell off a vehicle and was damaged. The customer sent the unit in to olympus to examine and provide a quote for repair. There was no patient involvement during this event. During the device evaluation, it was discovered that the flow rate sensor was failing. This report is being submitted to capture the failed flow rate sensor found during the device evaluation.